Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 18, 2023 - january 19, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and a leak was identified from the spike port bonding area. The reported condition was verified. The cause could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.